Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Subsequently replaced in a timely manner without affecting the surgical process".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. A visual inspection was performed on the sample, and no abnormalities were identified. However, it was observed that the sample appeared to be in a used condition. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. Based on outcome of test conducted it is observed that the clear cuff unable to inflate and maintain the pressure while the blue cuff of the tube is able to inflate. The sample was then sent for water leak test and further observed using dino-lite camera to further view the leakage of the clear cuff. There are bubbles observed coming out from the clear cuff during the water leak test and upon checking with dino-lite camera it is observed there is cut mark on the clear cuff. The device history record for lot kme23a2762 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on investigation, the reported issue cuff leakage was confirmed. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed using dino-lite camera. 100% inspections for inflation and deflation were conducted at the time of manufacturing. It is unlikely that this type of damage was present at that time. The event may have resulted from external force or excessive physical force exerted on it, but the exact root cause remains undetermined.

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Subsequently replaced in a timely manner without affecting the surgical process".